Event description:
It was reported that during the meniscus repair surgery, a fast fix´s t2 failed to secure at the articular cavity. T2 implant was pulled out by blue pliers and got broken while doing it so, after the suture knot was tightened. To avoid secondary damage, t1 remained in the patient. All the broken pieces of the t2 implant were removed from the patient. Surgery was resumed after a non-significant delay with an s+n back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h2: additional information: health effect - clinical and impact code. H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event device dislodged or dislocated. There was no relationship found between the device and the reported event break. A visual evaluation of the device showed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A piece of the suture was returned. The needle/overmold assy is bent. The actuator is stuck at the tip of the needle. A material assessment could not be performed due to the implant not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the bridge strength test spec found a minimum number of devices will be tested for requirements to break the implant. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaints of device dislodged or dislocated and break were not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that may have contributed to the reported event of device dislodged or dislocated include a failure to fully actuate the device behind the meniscus during implantation. Factor that may have contributed to the reported event of breakage is possible damage caused by sharp instruments. No containment or corrective actions are recommended at this time.